Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up check. It was noted that there was loss of capture on the right ventricular lead and high out of range impedance. The impedance had been increasing since (B)(6) 2018. It was also noted that there was non- sustained ventricular oversensing on (B)(6) 2018. The physician disabled tachycardia therapy and the patient will be monitored. The patient was stable.